Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -9.00/+1.50/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted and later on the same date replaced with a shorter length lens due to excessive vaulting. This resolved the problem and it was noted "corneal and main incision not 100% recover, but the patient is very happy with the new lens". The cause of the event was reported as unknown and noted "wtw and acd calculate to 13.2 size but it happen high vault after implantation".